Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2017-05651. It was reported the patient was not receiving effective stimulation as the stimulation was not in the correct area. The patient underwent surgical intervention on (B)(6) 2017 where the pns leads were removed and replaced.

Manufacturer narrative:
Explant date deleted.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2017-05651. Follow up information identified the pns leads were repositioned not explanted because the stimulation was not in the correct area.